Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump screen not properly remaining on. Customer stated that the insulin pump was not damaged and there were no missing segments within the screen. The customer was performing a self test but the screen continued to time out as soon as she would enter the main menu. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.